Event description:
It was reported that the user experienced intermittent communication issues between the ilet and the dexcom g7 continuous glucose monitor (cgm), including a restart alert and signal loss, after which the pairing code was re-entered into the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.